Event description:
It was reported to the manufacturer by the end user, per the end user, "two staff members were transferring the resident from his wheelchair onto his bed using this hoyer stature lift. One staff member was behind controlling the hand pendant and maneuvering the lift itself and the other staff member was in front of the lift with the controlling the cradle. The lift was positioned in front of the resident who seated in his chair with a lift sling in position under him. The staff member behind the lift rolled the lift in front of the resident, used the hand pendant to open the legs to go around his chair then the staff members proceeded to hook up the sling to the 4 point cradle and lift him out of his chair. With the resident up in the lift, they backed the lift up from around the chair and pivoted the lift toward the bed. The staff member in control of the hand pendant said she pressed the button to close in the legs to go under his bed but the legs didn't close and suddenly the lift tipped to the right and she and the other staff member (who was with the resident) attempted to keep it from falling over while trying to guide it over the bed to prevent the resident from falling onto the floor. They could not hold the lift up as the right leg buckled inward and the lift fell over to the right hitting the staff member that was at the front of the lift in the head as the resident fell to the floor striking his upper back and shoulders on the base of the bed and his buttocks and legs landed on the floor. Staff called for help and the don, assistant administrator, and charge nurse came to the room and observed the resident on the floor with the lift sling attached and the lift lying on its right side with the right leg collapsed inward. The resident was assessed head to toe and then ems was called and the resident was taken to the hospital emergency department for evaluation." The resident sustained has two abrasions on the left leg and generalized back pain. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.